Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned impactor pad confirmed signs of use (gouged/impact marks) and the device was confirmed to be fractured. Fracture analysis identified that the fracture was consistent with overload fracture failure. Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. As the device had a potential field age greater than ten (10) years and exhibited repeated use, the root cause can be attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor pad was identified to be fractured during sterilization. No adverse events were reported as a result of this malfunction.